Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary.

Event description:
Boston scientific crm received information that a recent interrogation was unsuccessful. Efforts to obtain additional information have been unsuccessful. It is unknown if interrogation was ever completed appropriately at this time. To date, there have been no adverse patient effects reported.